Event description:
The customer reported an issue with the bg meter and test strips, stating "for the last couple of days when testing the blood, the meter hasn't been reading the strips." He said that "the meter doesn't recognize that there is a strip with blood inserted." He had been using freestyle lite test strips to take readings. Bg levels greater than 250mg/dl were experienced (his wife indicated that he had "only been getting insulin for carbs the last couple of days"). He came home early from work "due to not feeling well" and constant vomiting and ended up in the hospital. Neither the treatment received in the hospital nor his length of stay was provided. His doctor changed his prescription from the freestyle lite test strips to freestyle "classic" strips. The pdm will be returned for evaluation.

Manufacturer narrative:
The pdm was not returned for evaluation. We are unable to confirm any defect of the bg meter that would have resulted in either erroneous bg readings or the failure to recognize test strips when inserted. No conclusions can be drawn. The customer confirmed that he had been using freestyle lite test strips to test bg levels - these strips are not cleared for use with the omnipod system. Through the myomnipod.com website, insulet is informing customers of the proper strips that should be used with the pdm. The website contains the following statement: "abbott diabetes care received FDA clearance for its new freestyle test strips. New and improved freestyle blood glucose test strips are intended to be used with freestyle (also know as freestyle 3 and freestyle 5), freestyle freedom and freestyle flash blood glucose meters only. Insulet is awaiting clearance from the FDA for the use of the new freestyle test strips in the omnipod pdm. Please continue to use your current freestyle test strips until insulet obtains FDA clearance." The customer's doctor switched him to the freestyle "classic" strips (which are assumingly the proper strips that have been cleared for use with the omnipod system). A review of lot qualification records was unable to be performed as no lot number was provided.